Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to the diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 590 mg/dl. The reported that the insulin pump had crack on the back and belt clip was broken. The customer had using the insulin pump within 48 hours. The customer was treated with the intravenous fluid. The device will not be returned for the analysis.